Event description:
It was reported that patient never had therapeutic effect and reported loss of therapeutic effect following an implant. The patient indicated that he did not seem like getting results in term of more of a residual than what he was having. The patient started having symptoms in april. The patient had new programs around april but not see in improvement in retention. The patient typically had 75cc to 150cc but now seeing 300-400 cc and sometimes 200cc. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v188963, implanted: 2009-(B)(6), product type lead. (B)(4).